Event description:
It was reported the patient has one leg and uses crutches to get around. While using the crutches, the patient lost her balance and fell. Upon closer inspection, one of the crutch tips appeared to be deformed. No patient injuries were reported as a result of this event.